Event description:
It was noted the right ventricular (rv) lead exhibited increasing thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. (B)(4) ipg, (B)(6) 2010. (B)(4).